Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other two perclose proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using three proglide devices with a 6f sheath after a peripheral angiogram interventional procedure. Initial flushing of the marker lumen prior to use was successful. Reportedly, no pulsatile blood flow was observed from the marker lumen when the first proglide device was advanced in the artery. The suture of a second proglide device was deployed; however, when the plunger was removed the entire suture came out. A third proglide device was attempted but no suture was found when the plunger was removed, a cuff miss occurred. A fourth proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.